Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the patient received this inappropriate therapy in two episodes. In addition, the therapy in the second episode was exhausted. Subsequently, the patient was interrogated, and reprogramming options were discussed by the physician. The defection times were extended. At this time, this ICD remains in service and there were no additional adverse patient effects reported.